Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported that the patient experienced ineffective therapy. Troubleshooting revealed high impedances on 8 contacts. As a result, surgical intervention was undertaken on (B)(6) 2022 wherein the lead was explanted and replaced to address the issue.

Manufacturer narrative:
The complaint about ¿high impedance¿ was confirmed. As received, the lead had a kink in the lead body where all the internal wires were broken and would cause high impedance. The cause of the fracture is consistent with an overstress condition or sudden event the lead was subjected while in vivo.